Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported fluid overload event. Based on the provided information, there is no documentation that shows a causal relationship between the patient¿s hospitalization and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation against any fresenius products involved in this event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the fluid overload remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient was hospitalized for a fluid volume overload coincident with peritoneal dialysis therapy. The cause for the fluid overload was unknown. The patient did not experience any catheter related issues that could have caused or contributed to the reported event. The patient was noted to be compliant with their treatment and with their diet. After three days, the patient was reported to have recovered from the fluid overload and was discharged from the hospital. The patient has continued with peritoneal dialysis therapy without complication. Additional information was requested but was not available.